Event description:
It was reported that the ventricular lead was oversensing and a new pace/sense lead was placed. Subsequently, another lead was placed and this lead was "isolated" and left implanted. This lead was recently explanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): the distal segment of the lead was returned and analyzed; analysis revealed cosmetic metal ion oxidation of the middle insulation. The defib conductor was also fractured and distorted and there was blood/body fluid (not obstructed) and stretching observed on several conductors. There was cosmetic metal ion oxidation on the inner insulation and middle insulation and breached environmental stress cracking of the middle insulation. The outer insulation had cosmetic environmental stress cracking and a breached cut. There was blood in/on the helix mechanism and the lead was stretched and flexed.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary : (B)(4) : the distal segment of the lead was returned and analyzed; analysis revealed the defib conductor was fractured. The defib conductor was also distorted and there was blood/body fluid (not obstructed) and stretching observed on several conductors. There was cosmetic metal ion oxidation on the inner insulation and middle insulation and breached environmental stress cracking of the middle insulation. The outer insulation had cosmetic environmental stress cracking and a breached cut. There was blood in/on the helix mechanism and the lead was stretched and flexed.